Event description:
A surgeon reported receiving a system message during a procedure. The system was switched out and the case was completed. The surgery was delayed for approx 15 minutes. Additional information was rec'd from the surgeon reporting the pt had corneal edema during surgery and the following day. The surgeon feels the edema will regress with time. A sample will be returned for in-house evaluation.

Manufacturer narrative:
Product evaluation: a sample has been rec'd and is being evaluated. The customer's complaint history was reviewed for the period of 03-dec-2009 through 03-dec-2010; this is 1 of 2 events reported regarding this issue for this facility. There have been no additional complaints reported against the finish goods lot and the DHR shows the product was released per specifications. Root cause: (B)(4). Drain bags have shown acceptable functional test results, however, when the drain bag is in the upper range of the cracking pressure specification (pressure required to open and allow drainage in to the drain bag), leaking may occur at the pump elastomer signaling a system message. Action taken: as a preventive measure, alcon has adjusted inventory of conforming drain bags with cracking pressures in the upper tolerance zone to conforming drain bags with cracking pressures in the lower tolerance zone. Alcon is currently working with the drain bag supplier to evaluate further enhancements to the drain bag design. (B)(4).